Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation, the device continued to run on its own. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. A quality investigation is being conducted, and a follow-up report will be submitted if the results require one.